Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl 13.2, -13.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to elevated iop(32mmhg) without pupil block and angle closure (assessed on (B)(6) 2021) and excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as device, recommended length was too long. Reportedly, eye is clear, good vault, normal. Patient reported "rainbow effect in vision".